Manufacturer narrative:
Photographs were returned for evaluation. The complaint kit and smart card were not returned for evaluation. Examination of the customer provided photographs shows blood present on the floor of the photoactivation chamber. Further examination of the photographs confirms a crack within the photoactivation module. A material trace of the illumination plates used to build lot m243 did not find any related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. All photoactivation plates are inspected prior to packaging; therefore, it is unlikely the crack to the photoactivation module was present at the time of manufacture. The root cause for the photoactivation module leak due to the crack within the photoactivation module plate; however, the root cause for the crack could not be determined. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 10 jul 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m243 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m243 shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. 11 jun 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that during the treatment, a leak was observed in the photoactivation module. The ecp treatment was aborted, and blood from the treatment bag and return bag were manually returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer provided photographs for evaluation.